Event description:
Patient was implanted on an unknown side and underwent revision surgery 19 days post implantation due to dislocation. This is the second revision surgery that the patient underwent.

Manufacturer narrative:
Additional information which was received on jun 26, 2020 this follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: b4, b5, g4,g7, h2, h10 corrections: d1, d2. The manufacturer received other source documents for review. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: avenir mller, stem, standard, uncemented, ha, 3, taper 12/14, catalog#: 0106010003; lot#: 3008040. Shell with uni-hole porous 54 mm o.d. Size jj for use with jj liners, catalog#: 00875705400; lot#: 6447909. Therapy date: (B)(6) 2020. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery 19 days post implantation due to dislocation. This is the second revision surgery that the patient underwent.

Manufacturer narrative:
The liner which was reported with this medwatch is included in (B)(4). As it is a warsaw product it was moved to associated products in medwatch (B)(4). Therefore this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).